Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
¿Dressing noted to be wet. Dressing changed, but again noted to be wet. Xray obtained and proper position verified. Dressing change performed and leaking noted from hub of PICC catheter. Required additional interventions of dressing changes, peripheral IV initiation, and insertion of replacement PICC."